Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated and fluctuating blood glucose while using ilet with a dexcom g7 cgm that provided inaccurate readings, including false low values and a ¿brief sensor issue¿ message, while contemporaneous fingerstick values were elevated up to 249¿238 mg/dl and cgm reported up to 275 mg/dl. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no ketone testing, and assistance from a friend. Investigation included user troubleshooting and education, direction to contact the cgm manufacturer for sensor replacement, and guidance to rely on fingerstick and back-up therapy until cgm readings stabilized. Investigation of this case revealed inconsistent cgm performance with cause unclear. It was concluded that hyperglycemia occurred with unclear cause and that the cgm performance issue contributed to erroneous readings without patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.